Manufacturer narrative:
The technical support engineer (tse) recommended the customer to reseat the sterile adapter on arm 4 and check to see if the drape was impeding the movement of the arm. The customer followed the tse's instructions after completing the procedure and informed the intuitive surgical inc (isi) field service engineer (fse) that the reported issue was resolved. The system was working properly. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. This event is being reported due to the following conclusion: a universal surgical manipulator (usm) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted urological surgical procedure, that arm 4 became locked. The customer stated that the surgeon was unable to make the correct movements with the arm and the staff was unable to remove it. The technical support engineer (tse) instructed the staff to place some hemostats into the square holes on the side of the instrument housing to be able to release it from the sterile adapter. The customer did as instructed and they were able to remove the instrument. The tse recommended that they reseat the sterile adapter on arm 4 and check to see if the drape was impeding the movement of the arm. The customer were able to finish the case with the other three arms. The tse recommended that they try the arm at the end of the case to ensure the issue was resolved. The tse reviewed the live logs and noted error 31009 on arm 4, which points to the sterile adapter possibly not being fully seated. There were no reports of patient injury.